Event description:
The report from the field indicated that during a percutaneous coronary intervention (pci), the cypher 2.5 x 28 mm stent was not able to cross the target lesion and dislodged off of the stent delivery system (sds) while the physician was attempting to withdraw the sds. The physician was able to successfully retrieve the stent using a microvena snare system. There was no reported patient injury.

Manufacturer narrative:
The target lesion was the circumflex. The lesion was reported to be: a restenosis of a previously unk stent, tortuous, and calcified. The lesion was pre-dilated with a maverick 2.0 x 9 mm balloon and a quantum maverick 2.5 x 8 mm balloon. There was no additional information available. The product is not available for evaluation and testing. A report was received that a cypher sds was associated with stent dislodgement. The event involved a patient of unk age and gender with a medical history of previous pci. The reason for the patient's admission to hospital was not reported; but an angiogram revealed a lesion in the circumflex that was described as an isr, tortuous, and calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 2.50 x 28mm cypher stent. Attempts to access the lesion with this product were unsuccessful and the stent is reported to have dislodged from its' balloon when the product was removed from the patient. It is not known if this retrieval attempt included pulling the sds back into the guider or not. The dislodged stent was snared without injury to the patient and the procedure successfully completed. The product was not returned for inspection. Manufacturing records for lot a0806110 were reviewed and the results indicate that the product met quality requirements for proudct acceptance. Based on the limited information provided, it is not possible to draw a conclusion about a clinicial relationship between the device and the event. However, there are lesion and possible procedural factors that may have contributed to it. Please note that this is the initial/final report for this product.